Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with the device around (B)(6) 2011 due to hydrocephalus. It was stated the patient began having dizziness and headaches in (B)(6) 2018, and then on (B)(6) 2018, their symptoms had increased.